Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: due to a crack on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, the connecting tube had a dent and a scratch, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the objective lens had discoloration, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the lock engagement lever and knob both had a scratch, the up/down and the right/left knobs both had a scratch, the control unit had a scratch and discoloration, the adhesive on the bending section cover rubber had a crack and a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the switch box had a scratch, and the connecting tube had discoloration. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the forceps channel. There were no reports of patient involvement.